Event description:
A us distributor reported that a battery charger was unable to recognize a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board, an open y1 crystal oscillator, a shorted u13 cmos flash microcontroller, and a shorted q1 current-controlling transistor on the bedside pca. The cause of the inability to charge the battery packs is the contamination and open oscillator. The cause of the open oscillator and shorted microcontroller is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.